Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin on (B)(6) 2026. On 05/21/2026, it was reported that in the nighttime while the patient was asleep, the patient got a message that he needed to replace the sensor and that the sensor had failed. He was not sure how long was it when the sensor failed. He tried to put on two new sensors however both of them also failed. One of the failed sensors had a detached sensor wire but the patient confirmed that the wire was not in the skin, it was missing. The patient did not do any fingerstick at home. He had no other sensors to manage his glucose and his pump was not giving him enough insulin. He was feeling symptoms of dry mouth, shortness of breath and believed he was experiencing dka. A friend called for an ambulance and they took a fingerstick which showed a bg reading of about 400 mg/dl. No medication or treatment was given to him and he was taken to the hospital. At the hospital, they tested and the patient was diagnosed with dka. He was unable to provide what were the bg readings taken at the hospital. He was treated with insulin IV. At the time of the call, he was feeling better. He was told that he would be discharged by (B)(6) 2026. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.